Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.